Event description:
It was also reported that the lead continued to have high impedance tip-ring and on the right ventricular coil. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the healthcare professional (hcp) called to inquire why the device was "still beeping" due out of range impedance for the right ventricular (rv) defibrillation lead when they thought that the lead was "turned off." Technical services (ts) provided assistance by having the hcp check the alert settings. The hcp found that only the svc coil had been programmed off and the alert for impedance on the rv coil was still turned on. The hcp turned off the defib coil alert. The patient already has an appointment scheduled with the physician. The lead remains in use. No patient complications have been reported as a result of this event.